Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unk age. The patient was taking an unspecified medication for treatment of an unk indication. In 2008, the humapen ergo burgundy/clear pen body (lot 40303) with a clear cartridge holder attached was reported to have a broken cartridge holder. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with 658024. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the patient had used this device model. The device was returned to the company about 5 days later. Initial examination found two broken engagement tabs. It was unk if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note; this is an initial report. A follow-up report will be submitted when the final evaluation is completed.